Manufacturer narrative:
Date sent to the FDA: 05/20/2021. Additional h6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative report, examination report and allergy test results for sutures used in this (B)(6) 2019 surgery? Does ethicon have your permission to contact your allergist and surgeon, in the event ethicon would like to contact your allergist and surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your allergist and surgeons names, contact information with their email address and phone numbers. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-03425.

Event description:
It was reported that the patient underwent a laparoscopic appendectomy on (B)(6) 2019 and the suture was used on abdomen. The allergic reaction started in umbilical area, surgical site of laparoscopic appendectomy, and moved to the other two surgical sites and the rest of abdomen. Reaction started as a few itchy bumps then all three sites gradually turned into full blown allergic reaction with puffy and larger bumps with some excretions. Rash and blistering started about 5 weeks after surgery. The patient tried to use calamine lotion for intense itching/burning. From (B)(6) 2020, the course of hives went from puffy to a darker rash and three surgical sites started to join as one big hive/rash and eventually moved to thigh as well. The patient stated that if even one drop of water was placed on her abdomen, it caused excruciating pain. It was still unbearable while taking the max dose of oral benadryl. Nothing helped to stop it or soothe it at this point. On (B)(6) 2020 reaction moved up to chest neck and back. The patient went to ER three times within one week in (B)(6), the last one was on (B)(6) 2020 when she was hospitalized for 4 days and 60 mg steroids started intravenously on (B)(6) 2020. She was discharged continuing on 60mg oral steroids along with 20mg pepcid ac and was on them tapering off only 5mg a week for steroids until (B)(6) 2020. As the patient stated, rash and blistering got worse with steroids and lasted about two weeks longer but then had occasional flareups around the umbilical for the rest of 2020 and was taking benadryl as well as topical hydrocortisone and topical triamcinolone acetonide. It was also reported that the patient went to get allergy tested with 5 different sutures and reacted positively for all 5 sutures but only two sutures were involved in this surgery. Additional information has been requested.